Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager requires maintenance and did not open the fridge door. A field service engineer replaced the smart remote manager latch assembly, ran the hardware test application, tested and verified the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a fridge failure. The customer reported that the remote manager fridge failed to open while the user was trying to issue the medication. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.